Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: electromagnetic interference. Confirmed failure: investigation is required to confirm the failure mode and identify the potential root cause. The device was investigated on 12 nov 2024. The device received matched the serial number reported. A visual inspection of the device shows no signs of transportation damage or misuse. To duplicate the issue the wand sn (B)(6) was plugged in and powered on using the charging cable. Move wand check was performed and passed. Wand sn (B)(6) was tested with the accuracy jigs to test for magnetic interference. Wand was within tolerance while testing for magnetic interference accuracy. Magnetic interference issue could not be confirmed or duplicated. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that site has reached out to inform us that during a surgery the wand, when connected, continued to pick up magnetic interference/background noise despite being out of reach from any surgical instruments/any metal objects. The distance while held in free space was running from 30mm-48mm, and constantly changing. They detached/reconnected the wand multiple times with no success to get rid of interference feedback and many hard shutdowns during the case, yet the wand continued to have background noise/distance readings. Biomed did a hard shut down post use in the or, and attempted to troubleshoot with no success. Surgery continued without molli, surgeon took a larger specimen and molli ended up coming out and found on surgical instrument.

Event description:
It was reported that site has reached out to inform us that during a surgery the wand, when connected, continued to pick up magnetic interference/ background noise despite being out of reach from any surgical instruments / any metal objects. The distance while held in free space was running from 30mm-48mm , and constantly changing. They detached / reconnected the wand multiple times with no success to get rid of interference feedback and many hard shutdowns during the case, yet the wand continued to have background noise/ distance readings. Biomed did a hard shut down post use in the or, and attempted to troubleshoot with no success. Surgery continued without molli, surgeon took a larger specimen and molli ended up coming out and found on surgical instrument.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.